Event description:
This pt received their cochlear implant in 2002 and initially did very well with the device. Over the past several months, however, their auditory abilities have progressively declined. Although the implant appears to be operating as specified, a device malfunction is suspected as the case of the reported change in the pt's performance. Explantation/reimplantation surgery has not yet been scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear americas.